Manufacturer narrative:
Initial reporter phone number: (B)(6). The site returned nine sterile blades for evaluation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Due to the site returning multiple blades and not identifying the complained device it is not possible to determine which of the returned blades were involved. The sterile blades returned were like items to the complained device. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause of the reported incident is not determined. The like devices evaluated were found to have no faults. (B)(4).

Event description:
Shedding during a subacromial decompression using a 4.0 stonecutter it was noted that the burr was shedding debris into the joint. The joint was washed out and the debris removed. A backup device was also on hand. No patient injury and no significant time delay.